Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the hosp due to hypoglycemia. The customer stated that she left the hosp prior to being admitted because her blood glucose reading was 108 mg/dl. Prior to the event, the customer stated that her blood glucose reading never elevated above 60 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. It was found that on the day of the event the customer was guessing on how much carbohydrates she was eating, and she was bolusing based upon these guesses. The customer stated that she felt ill on the day of the event due to the amount of food she ate, and this may have been the reason for the hypoglycemia. Nothing further was reported.